Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to followings. -the lid cracks were caused by the large force applied to the cracked part of the lid, due to the forcibly closing the lid with the connecting tube pinched between the lid and the reprocessing basin. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance of the subject device by the field service engineer, it was found that there were some cracks on the lid of the subject device, but there was no liquid leakage. There was no reported when the cracks had occurred. There was no report regarding patient injury and damage of the endoscopes related to the event.